Event description:
It was reported that the target lesion was a heavily calcified, moderately tortuous lesion in the left circumflex artery (lcx). Pre-dilatation was performed with a 3.0 x 15 mm non-abbott balloon. The 3.0 x 15 mm xience prime was then advanced. However, during the attempt to cross the lesion, the proximal shaft separated. As the shaft separated at a proximal point outside the anatomy, the separated portion was easily retracted without resistance from the patient anatomy. Additional pre-dilatation was performed and another 3.0 x 15 mm xience prime was implanted successfully. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was not confirmed; however, shaft bend/kinks were noted. Follow up with the account confirmed that the correct device was returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.